Event description:
A vascular access pt implanted, with the a looped configured in the left femoral location, developed an occlusion requiring aspiration of the thrombus with a thrombuster device. The pt subsequently underwent a pta operation as well. During the angiography something similar to an aneurysm was detected between the dense section and the edge of the reinforced section of the graft. Five days later the graft occluded again. The following day a thrombectomy procedure was again performed. The next day the area in question was revised and the explanted section returned to the manufacturer for analysis.